Event description:
Information was received indicating that a smiths medical cadd solis vip pump losses power during testing. There was no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was unable to be replicated by analysts. System fault 41622 error code was found in the event log. The mpu board was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.